Event description:
A physician attempted to insert a b. Braun vena tech cava filter via a left tortuous femoral approach. As the filter was advanced through the sheath, the physician met resistance. She continued to try to advance the filter, pushing until a hook on the leg of the filter engaged the sheath, preventing further advancement. A 25f hemostatic sheath was then placed over the filter delivery system and the filter delivery system removed. A different ivc filter was then successfully inserted. The pt has suffered no adverse effects from the procedure.